Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported inability to shut off blood marking could not be replicated in a testing environment as it was based on procedure circumstance. The reported inability to shut off blood marking appears to be related to device placement technique such that foot placement was not sufficiently placed against the anterior vessel wall and the marker lumen port was still within the vessel. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age - year of birth was reported as (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices viia a 7f sheath after a bilateral common iliac stenting procedure. Reportedly, blood marking did not cease when the first proglide device was pulled back against the vessel wall after insertion. Another proglide device was used; however, a cuff miss occurred. A non-abbott vessel closure device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.